Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that during the trial period, the patient experienced chills and increased pain even when the stimulation was off. The patient underwent a lead pull procedure, and the leads were not returned. It was noted that the pain was not resolved with the removal of leads.